Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had a successful lead revision on (B)(6) 2019. The rep reported that upon entering the old spine incision to gain access to the leads; both existing leads were found to be anchored with the right lead out of the epidural space. A new lead was implanted and anchored securely. The rep reported that when testing in the operating room, the patient had stimulation on both the left and right sides; as before the surgery, she only had stimulation on the left. Additional information was received from the patient via a rep on (B)(6) 2019. The rep reported that at the end of the revision on (B)(6) 2019, both leads were at t7. The rep reported that the day of the revision she had stimulation in bilateral legs. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative met with the patient on (B)(6) 2019 for reprogramming and the patient could only feel stimulation in their low back and right knee- they could no longer feel stimulation in their leg. The representative couldn't get coverage in the areas they needed during reprogramming. On (B)(6) 2019, x-rays were taken. One lead was still located at t8 and the other lead migrated all the way down out of the epidural space. The patient reported no falls occurred. The patient was being scheduled for a lead revision. No further complications reported.